Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury. We are waiting for additional information from distributor to understand the exact root cause of the problem. Device evaluated by distributor.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.